Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "door jammed!" Was not reproduced. A review of the event history log (ehl) revealed occurrences of multiple occurrences of "door jammed!". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the damaged lower aux flex. The lower aux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not recognize closed door. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.